Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/15/2016. The fse found that the differential sample line was clogged and that the stabilyse pump was misaligned. The fse replaced the clogged tubing and adjusted the pump, which repaired the vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported two patient samples generated differential vote outs on the coulter lh 750 hematology analyzer. The erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The date of event was changed from (B)(6) 2016 to (B)(6) 2016.